Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection of the sample revealed that the tip of the adapter was broken away from the y adapter. The broken piece of the y adapter was returned with the sample. The bond of the y adapter tip was intact, and there was evidence of bond between the body and the tip of the y adapter. The break was examined under 40x magnification. The break was jagged in appearance and there was cracking around the breaking point and y adapter body. The manufacturing process was reviewed and a possible manufacturing cause was identified. All information reasonably known as of 24 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the y connector broke off after 8-10 days of use. Tube was not shortened. No further information has been provided at this time.